Event description:
I had mentor smooth saline implants that were 8.5 years old (augmentation (B)(6) 2012) and suffered from debilitating symptoms to the point of almost being bedridden. My symptoms began developing 8 years after implantation. Symptoms included: severe fatigue, cognitive/memory dysfunction, fibromyalgia, severe dry skin, hormone imbalances, autoimmune responses, vertigo, chronic inflammation, gastrointestinal and digestive issues, fungal infections, anxiety and depression accompanied by suicidal thoughts, choking and difficulty swallowing, emotional instability, and ringing in ears. I contacted a surgeon who removed the implants and the capsules that formed around them on (B)(6) 2020. Upon receiving my implants back after surgery, I discovered that one of them has a small hole that leaks when the implant is squeezed. I still have the warranty cards and the implants. FDA safety report ID# (B)(4).